Event description:
On (B)(4) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the black box data and alarm history revealed cs 064 call service alarm. During testing, the prime steps were performed correctly with no cs 064 alarms or warnings. The product performed within specifications and the cs 064 call service alarm could not be duplicated. Unrelated to the original complaint, the pump cover was removed, and moisture corrosion was found at the motor connector area.